Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot were performed and passed. Functional tests were performed and passed relevant tests and functional test which failed is serial number verification. An internal visual inspection was performed and passed. A receiver download was performed and alert system check were found on incident date . The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a receiver orientalization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).